Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that patient monitoring of the telemetry transmitter dropped off at the central nurse's station (cns). No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was advised to change the batteries on the transmitter, re-monitor the device, and then readmit the patient at the cns. The issue was then resolved. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Possible causes for the transmitter to drop off may be related to bad batteries or an intermittent interruption in communication between the transmitter, org, and cns. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the cns. Telemetry transmitter , model: zm-521pa, sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that patient monitoring of the telemetry transmitter dropped off at the central nurse's station (cns). No patient harm was reported.

Event description:
The biomedical engineer reported that the telemetry transmitter dropped off of the central nurse's station (cns) that was monitoring it. They had to locate the bed tile and readmit the device to monitor it. Qa contacted the customer to inquire if there was an error message prior to the transmitter dropping off of the cns, but the customer has been unresponsive. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter: model: zm-521pa, sn: (B)(4).